Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog & glucose level on lot # 8304701. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing 50 instances of clogged needles during use. The following has been provided by the initial reporter: it was reported the needle was not working during priming and the consumer thinks that only partial insulin was dispensed during the injection as her sugar was high. Verbatim: consumer reported she noticed only the 4th pen needle works during the priming. She always do the priming. She visually tests the needle to see if its straight. She uses new pen needle each time of her injection. Incident date-unknown; occurence-50. Sample discarded. She thinks only partial insulin was dispensed during the injection since her sugar was high. Occurence-2; incident date-unknown. Item# for both issues-320119; lot# 8304701; expiration date-2023-10-31. She had to change 3-4 pen needles.